Manufacturer narrative:
Height: 50 cm. Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. But the visual inspection revealed deposits in the inlet and outlet spout explantation was done. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Results: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the paedigav valve. The visual inspection revealed some deposits (probably protein) in the inlet and outlet spouts, but no significant deformation or damage to the valve. Next, we tested the permeability of the valve. The valve was shown to have a blockage. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we found a blockage of the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
The reporter indicated that a 2 month 28 day post-operative shunt dysfunctioned. The device was explanted. Additional information regarding event details have not been provided.